Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: there was evidence of short battery life in the pump history. The battery compartment was found to be cracked. The sleep current reading was above specifications. Moisture was found on the internal components of your pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.